Manufacturer narrative:
Marked as other for possible infection reported. Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had overstimulation in their legs. The patient also reported being on antibiotics for a possible infection. The rep said the patient would be brought in for reprogramming. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the issue had been resolved. The patient needed reprogramming of the stimulation.